Event description:
The instrument's balloon exploded, pieces of the balloon disengaged into the cavity, and were subsequently retrieved to complete the case without further incident. Procedure: kidney procedure. Patient stateus: no patient injury reported.